Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. The 3100b ventilator was evaluated by the customer (a rental facility). The customer replaced pressure regulator 3 and the driver displacement indicator board and the issue was resolved. The unit passed the customer's safety performance inspection.

Event description:
The customer reported that the unit would pressurize only intermittently. There was no patient involvement associated with the reported issue. The customer evaluated the unit and found that there was no "click" sound heard from the dump solenoid in the pneumatics being activated when the reset button was pressed.